Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, which damaged several wires and caused the reported alarms. The root cause for the damaged connector could not be positively identified, but the damaged likely resulted from the monitor being dropped while connected to an electrode belt. No adverse events resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement monitor.